Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas device error". The customer also reported that the unit stopped reading gasses. No harm or injury was reported. They will be sending this unit in for an exchange.

Event description:
The customer reported that their multigas unit is displaying a "gas device error".